Event description:
Customer reported the system shut down and rebooted on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the power outlet was loose and power cord was kicked, causing the system to be unplugged and system to reboot when cord was moved again. System operates as intended.